Manufacturer narrative:
The reporter indicated the lens was implanted on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens but the problem was not resolved, the vault was still low. The cause of the event was unknown. See MFR report # 2023826-2019-01546 for the exchanged lens. Patient code: 3191 - secondary surgical intervention, lens exchanged. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/+1.0/055 (sphere/cylinder/axis), in the patients right eye (od). The lens was reported as having low vaulting and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.